Manufacturer narrative:
Date of report: 21jun2019. Date received by manufacturer: 19jun2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was due to a defective u1 component on the air flow sensor printed circuit board assembly (pcba) created the air and oxygen (o2) flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. The service engineer (se) inspected the device and replaced the gas delivery system (gds) assembly. The unit passed all testing.

Event description:
It was reported that the ventilator was failing the air delivery/flow accuracy test. No patient involvement event date not specified; estimate used.